Manufacturer narrative:
(B)(4). This lead has not been returned. If information is provided in the future, or upon completion of analysis if the lead is returned, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited oversensed noise which resulted in pacing inhibition. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.